Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the user reported, the mini keyboard and barcode scanner connections were loose and coming out of the usb hub easily. The device was used for the procedure. The user reported, the surgical procedure was completed successfully, and there were no adverse consequences to a pt as a result of this event.